Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the patient experienced a hypoglycemic event while being in an active sensor session. The patient was found unresponsive at her home, by a home health nurse. It was unknown what the cgm device was displaying at that moment and during the time of the event. The patient would have had severe hypoglycemia, had a seizure, and was admitted to the intensive care. The patient was in a coma for 8 days and remained unconscious until on (B)(6) 2025. According to doctors, the hypoglycemic incident caused the insulin catheter to become dislodged, which eventually resulted in diabetic ketoacidosis. Alarms reported before the incident included hypo/hyperglycemia and loss of bluetooth signal (deactivated on (B)(6). The patient was transferred to the htp hds unit on (B)(6) 2025, and then to a standard ward on (B)(6) 2025. It is unknown when, but the patient was eventually discharged and returned home. There was no specific treatment reported from the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
H2: additional information. H6: health effect - clinical code - additional.

Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the patient experienced a hypoglycemic event while being in an active sensor session. The patient was found unresponsive at her home, by their father. It was unknown what the cgm device was displaying at that moment and during the time of the event. The patient reportedly received alerts for hypoglycemia, hyperglycemia, and loss of bluetooth signal (i.e. Signal loss). The patient's father called for emergency medical services. Upon arrival, the patient was still unconscious and transported to the hospital where she was later admitted into the intensive care unit. The patient was in a coma for 8 days and remained unconscious until (B)(6) 2025. According to the patient's doctor, the patient experienced severe hypoglycemia resulting in a seizure that dislodged the insulin pump's catheter which eventually resulted in the patient experiencing diabetic ketoacidosis. The patient was transferred to the htp hds unit on (B)(6) 2025, and then to a standard ward on (B)(6) 2025. The patient was unable to provide any information on treatment administered during the event as the patient was unconscious at the time. There was no documentation of further medical evaluation or intervention. The patient was discharged from the hospital on (B)(6) 2026. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.